Manufacturer narrative:
Pump received with no down and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test or verify device deficiency anomaly due to buttons not responding.

Event description:
Information received by medtronic indicated that the insulin pump¿s blood glucose dropped quickly. Customer¿s blood glucose was 250 mg/dl which was treated with food and glucose tablets. Customer stated basic functions worked correctly having significant low blood glucose and customer turned off automode because of roller coaster. Customer was able to perform displacement verification test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.